Event description:
Event: placement of stent in graft. Event details: the graft was rotated 90-180 degrees during implantaion. Additionally, stents were placed bilaterally. The graft was successfully implanted.